Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead had dislodged. It was noted that the helix was short, and the interval was unstable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.